Event description:
The device was used during a sigmoidectomy. Reportedly, on the fourth firing, the handles felt tighter and after firing, the device would not open and the staples did not form properly. Another device was used to finish the procedure. No pt injury was reported.